Event description:
Customer reported that the insulin pump's display froze during a bolus attempt. Customer reported that the only button that was responsive was the act button. Customer reported that the insulin pump's display was flashing numbers. During a follow up call, the customer reported that the insulin pump's buttons were getting stuck. Customer reported that the escape and act buttons were not responding. Customer did not recall any significant events leading up to this issue. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.